Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a dim channel a display was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a faulty pump head module display. The channel a pump head module display was replaced to correct this condition. This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Event description:
The facility representative reported a colleague infusion pump with a dim channel a display. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.